Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Connected to remote pc. Mapped drive to server. Grabbed security xml and registry xml and imported to this pc. Placed files in correct folder. Launched and am no longer getting a request for security file. Customer is not getting logged in due to not being part of the cqi master reader group. Informed it of this and they will get her added. If no word back from customer ok to cc. (B)(4). Customer having issue launching cqi. They are getting an error on launch. Error: requesting a security file.